Event description:
It was reported that during a coronary drug eluting stenting treatment procedure there was distal shaft breakage. At an unspecified time during the procedure, the physician couldn't advance the catheter of the 3.50x20mm taxus express2 drug eluting stent through the moderately calcified, concentric 90% stenosed lesion located in the proximal left anterior descending (lad) coronary artery. The lesion had been predilated once with a 3.0x20mm maverick balloon, inflated to 8 atmospheres for 60 seconds. When pulling the stent delivery system back, the distal end of the device broke off inside the patient. The physician was able to snare the broken portion using an unspecified device. The procedure was abandoned after the distal stent shaft was retrieved. There were no reported patient complications as the patient's condition was listed as "ok".